Event description:
A month before the customer's death a nurse reported that the customer was hospitalized for dka. Troubshooting was not performed at the time of call. The dr stated that the client had a viral infection which possibly contributed to the dka and the customer was in coma. It was indicated that a cpt inspected the pump and showed the customer the proper techniques. A few days later it was notified that the customer passed away. Moreover, their dr's nurse stated that he had not seen the customer for over a year and their file is archieved. Furthermore the family member was contacted and did not want to discuss the incident. The family member indicated that the pump was in their possession and the autopsy report indicates a possible pump malfunction.